Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. The analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The device was returned and analyzed. Analysis indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4). Concomitant products: 4470, implantable pacing lead, (B)(6) 2004. A 6947, implantable tachy lead, (B)(6) 2004.